Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable high bilt3 bilirubin total gen.3 results for one sample from a neonate. The initial result was 29.88 mg/dl and the repeat result was 30.33 mg/dl. One of these results was reported outside of the laboratory. Later when the customer was tossing away the cobas cup, she noted a nick in the cap on the cup. She cut the cap off and reran the test and the result was 13.66 mg/dl. This result was believed to be correct. The doctor was notified. The patient was not treated based upon the erroneous result. The baby was being sent to another facility for retesting. The total bilirubin result from the other laboratory was 12.3 mg/dl. The reagent lot number was 27511001 with an expiration date 31-mar-2019. The field service representative was unable to duplicate the issue. He reviewed the error logs and result details and inspected both probes. No problems were identified. He ran precision testing and no other analyzer issues were identified. No other nicks were identified on any other cups. The customer ran and verified all qc which passed and was within range.

Manufacturer narrative:
Qc, calibration and instrument precision data look fine. Other tests are not affected. Therefore, a general reagent or hardware issue is excluded at this time. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Additional information was provided that the actually total bilirubin result from the other laboratory was 13.8 mg/dl. The time elapsed between the initial original and repeat testing was 55 minutes and the sample was protected from light during this time.